Event description:
The device was used during a laparoscopic nissen. Reportedly, there was insufficient coagulation and bleeding occurred. The surgeon applied clips to complete the procedure. The hospital has reported no patient injury occurred.